Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No compromised force sensor system alarm noted during testing. The device had protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported the customer had a compromised force sensor system alarm. It was also found insulin was squirting out during a manual prime. The customer did not damage or expose their insulin pump to moisture. The customer's drive support cap was also not damaged. Customer's insulin pump will be replaced. Customer's blood glucose was 199 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.